Manufacturer narrative:
Previously reported on (B)(4) with MDR#: 3003832357-2023-00176. Device investigation will take place on (B)(4) with MDR#: 3003832357-2023-00176.

Event description:
It was reported to philips that the device failed pacer test during pm.